Manufacturer narrative:
H2: concomitant product 9735825, lot #: 603002239. H2, h3, h6: the returned unit was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735825, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The break out box was returned, but not analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
\Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the site was trying to use the system when all of the instruments and the patient tracker went red. The local representative (ment) was able to confirm that the emitter is functioning properly but the breakout box (b.o.b) was the cause. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that the surgeon "was done at that point" when the issue occurred. Additional information was received. It was clarified that the surgeon was at the end of the procedure and no longer needed the navigation system when the issue occurred.